Event description:
An x-ray indicated improper placement of the electrode. Symptoms were not reported. The physician did a percutaneous nerve eval on the opposite side of the implanted device and received an excellent response from the pt. A new lead and ipg were placed and the old device system was removed. The pt improved dramatically.

Manufacturer narrative:
.